Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no similar complaints reported in the lot number. The surgeon was unwilling to provide further information. (B)(4).

Event description:
A surgeon reported that during a glaucoma filtration device implantation, the shunt was suspected to be clogged and it was confirmed that there was no flow of aqueous humor. The procedure was converted to a trabeculectomy. The surgeon was unwilling to provide further information.